Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a puncture opening on posterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is a puncture opening on posterior due to surgical damage like.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.